Event description:
It was reported intermittently that the control-iq algorithm delivered an auto-bolus multiple times in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the customer was unable to provide a cgm blood glucose (bg) reading and meter bg reading at the time of the event. As a result of the auto-boluses, customer experienced ongoing blood glucose (bg) levels in the 30s-40s mg/dl. Due to bg level customer fell. Customer required assistance consuming carbohydrates for all events and with mobility. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.